Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to a posterior capsule rupture noted. A replacement lens of different brand was implanted in the sulcus. Additional information has been requested but has not been received.

Manufacturer narrative:
As the iol was not returned, the product evaluation was not performed. The device history record (DHR) review was performed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information received and as per the surgeon's opinion, the root cause of this event can not be determined.

Event description:
Additional information: there was no loss of vitreous. A different lens (3-piece) was implanted in the sulcus. Patient's prognosis was described as "doing well- no problems, and seeing well".